Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the screen displayed a "pacer fault 72" and a "pacer disabled" message. The complainant indicated that there was no patient involvement in the reported malfunction.